Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("constant abdominal pain"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain and abdominal pain lower to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unable to locate'), endometritis ('chronic endometritis') and abdominal pain lower ('severe cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine dilation and curettage. Following the requisite time period after implantation of essure she had a hsg test. Concurrent conditions included endometritis, anemia and endometrial polyp. Concomitant products included levonorgestrel (mirena) from 2013 to 2014. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("constant abdominal pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy (full)(uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, endometritis, abdominal pain lower and abdominal pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea and endometritis to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2011. Description: essure device was introduced on the patents right side leaving three coils on the left and seven coils on the right. Attempted hydro thermo ablator thermal ablation which was not completed secondary to untypical patient¿s anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2011: diagnosis: endometrium (d&c),benign endometrial polyp,chronic endometritis. Frozen section residue of polypoid. Frozen section residue of red brown clotted blood. Remaining red brown clotted blood. Remaining polypoid tissue. Concerning the injuries reported in this case, the following one/ones were described in medical records: chronic endometritis. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet and medical record received. Events added: migration of essure device location of device:unable to locate, dysmenorrhea (cramping),chronic endometritis was added. Lab data was added. Concomitant drugs and conditions were added. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.